Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). The patient recently traveled by jet. Reprogramming was performed to clear the reset. The device was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated power-on reset parameters were present. Por occurred on (B)(6) 2015. (B)(4).